Event description:
Using the capio device during a surgical procedure, a permanent suture was deployed into the medial portion of the sacrospinous ligament. It was discovered that the capio device malfunctioned and that the retracting piece that deployed the bullet came off of the capio device. This was confirmed by x-ray. Surgeon was unable to retrieve metal fragment. The boston scientific rep was contacted who recommended leaving the piece in situ as it was made of stainless steel. Discussed surgery and malfunction of capio device with pt. Spoke with two reps of boston scientific, one being their clinical director, who measured that this has happened in the past and that they recommend leaving the piece in situ. X-ray film was sent to the rep and they will be sending a letter to us for records as well as for the pt. Pt is feeling well overall.